Manufacturer narrative:
Investigation is ongoing.

Event description:
A silicone lens model aa4204vl was damaged while advancing. The lens was not implanted, and there was no pt injury. The facility stated it is unk if a product malfunction occurred. The model and lot numbers of the cartridge and injector are unk.